Event description:
Hill-rom received a report from the account stating the siderails would not lock into place. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician the found the side plates were dented not allowing the siderail to lock. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician straightened out the dent to resolve the issue. Based on this information, no further action is required.